Event description:
It was reported that the device was oversensing on the ventricular channel. As a result, the patient received inappropriate hv therapy. It was noted that the lead had dislodged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.